Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.5 inr, qc 2: 2.8 inr, qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The initial reporter complained of an erroneous high inr result on coaguchek vantus meter serial number (B)(4) compared to a laboratory using the sodium citrate method. The customer tested on the meter with a result of 6.0 inr at 1:00 p.m. The customer went to the laboratory where blood was drawn between 2:45 p.m. And 3:00 p.m. And the result was 2.8 inr. The customer had a bruise on her arm but no medical treatment was required. No adjustments were made to the customer's coumadin dosage. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is not anemic, does not have anti-phospholipid antibodies and is not on heparin or other direct thrombin inhibitors. The customer is not taking any new medications and has not had any diet changes. The customer felt nauseous and had a headache on (B)(6) 2019. The customer feels fine currently. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.